Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-7800, batch 051915 cerclage tensioner was received for investigation. Visual inspection identified that the spring beneath the pawl lever was no longer present on the device, impeding functionality of the cerclage tensioner. Both compression springs within the lower body component were verified to be present on the returned device. This event is most likely the result of mishandling and/or user applied mechanical forces to the pawl spring, causing it to dislodge. The missing spring was not returned for analysis.

Event description:
It was reported that the spring on the ar-7800 tensioner broke and fell out of the device. The rep reported the device did not break within the patient. The case was completed using the device and holding the ratchet mechanism down manually.